Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery review was conducted with 3mensio report and device photos, and the following was observed; calcification and tortuosity was present in the access vessels and abdominal aorta. Delivery system incompletely withdrawn into sheath, with fully circumferential sheath liner delamination and liner bunching observed. Per the rmws for the commander delivery system, difficulty withdrawing the system or the inability to withdraw the system is an identified hazardous situation associated with the transcatheter valve replacement procedure. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure, and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, scar tissue, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system may cause the system to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual inflation fluid from thv deployment) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath is damaged due to high insertion forces or other factors, damage on the sheath may cause further resistance as the delivery system is withdrawn into it. Finally, navigating over a damaged or kinked guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty withdrawing the delivery system. In this case, the complaint was confirmed based on the imagery evaluation. Investigation results suggest/indicate patient factors (tortuosity/calcification) and/or procedural factors (sheath liner torn) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, when removing the delivery system they noticed resistance at the esheath. When the physician fluoro the area, they noticed the balloon was stuck at the end of a "teared" esheath. They removed everything as one unit, however there was a perforation at the puncture site. The physician ballooned the vessel, and it was successfully fixed. The valve was deployed successfully, and the patient is stable. Upon follow up, the fcs advised that they did not visualize any retained volume as it was difficult to see with the total embolic protection catheter implanted. The device got caught at the distal tip of seal. The fcs is unable to confirm if the coaxial alignment of the delivery system upon re-entry into the distal end of the esheath as the fcs did not visualize it while the delivery system was re-entering the esheath. The valve was implanted in the intended position. The valve was not on the delivery system. The operator tried to remove the entire system through the esheath until they found resistance. Then the operator removed both the delivery system and esheath as one. The delivery system was completely unflex during withdrawal. The damage observed to the esheath after it was withdrawn was a tear at the seam of the esheath. After the delivery system was removed from the body, there was a bond break at the proximal part of the balloon. The physician's actions were to balloon the femoral vessel to repair it. The patient was in stable condition. Device was discarded by the hospital.

Manufacturer narrative:
Investigation is ongoing.